Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed intermittent capture, phrenic nerve stimulation, high capture threshold, and low pacing impedance on the right ventricular (rv) lead. The physician attempted to reposition the rv lead but the helix was unable to be extended, so the rv lead was explanted and replaced. The patient condition was stable.